Event description:
The physician reported an unspecified error and indicated that a replacement device was used to perform a complete procedure. The patient was discharged. Based on evaluation of the returned device, the log indicated that the user paused and then vented the device 44 seconds into nitrous oxide treatment, triggering error code 301. The device appeared to be functioning as intended prior to the user pausing and venting the device. No other information regarding why the user paused and vented the device was reported.

Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 301 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.